Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
While doing a retinal detachment repair, the doctor noticed some inconsistency with the vitrector. When shaving the skirt and peripheral at a fixed cut rate of 5000/450, the doctor noted a change in the motor sound that seemed like the cutter wasn't performing all of its functions. This would seem to go away when the pedal was lifted then re-engaged. After the third such occurrence, the doctor let up on the pedal and noticed the vitrector seemed to be aspirating but not cutting the vitreous. While still in the eye the doctor heard a disconnection with a simultaneous sound consistent with a large volume of released gas under high pressure coming from the wall air supply. There was no effect on the eye. This sound occurred twice before the doctor was informed the pressure was reading high where it should be, suggesting it may have been too low previously. The function was a little better, but the inconsistent cutting action occurred again after the hose was reconnected to the wall. The procedure was completed with no impact or injury to the patient.